Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Quality controls on the day of discordant result were within acceptable ranges. A siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc specialist stated that the instrument data is indicative of a sample delivery issue. The cause of the discordant, false negative hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). On the next day, a new sample was obtained from the patient and tested on an alternate dimension exl 200 instrument, resulting higher than the initial result and flagged with a high "a" error. The customer then diluted this sample (sample ID (B)(6)) and ran it on the alternate instrument, resulting higher. The customer also diluted the original sample and ran it on the alternate instrument, resulting higher. The correct result from the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, false negative hcg result.

Manufacturer narrative:
The initial MDR 1226181-2016-00431 was filed on september 12, 2016. Additional information (09/28/2016): the customer had cleaned the cuvette windows after the discordant result was obtained.